Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with click x between l3-l5 on an unknown day in (B)(6) 2012. Post operatively, it is reported that the rods had dislocated. It is reported that the reason of the rods dislocating is unknown. Patient was revised on an unknown day in (B)(6) 2012. This is 3 of 14 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The complained article was send to our product development centre for investigation. The exact cause of this damage could not be elicited. It was established that the parts have slight signs of abrasion. It is possible that the head not was clicked right on the bone screw head nevertheless the torque limiter was used. Therefore it was solved and leaded to a dislocation of the rods. Basically it is not possible according to the traces of the locking caps to elicit, which was leading to the movement of the rods. No further indication could be made because of insufficient information. The review of the manufacturing and material documents shows no deviation according to our specifications.